Event description:
Complainant alleged that the medics were attempting to monitor a patient who was suffering from back injury, but the device intermittently shut down. The medics then obtained another device and successfully monitored the patient. The complainant indicated that there was no adverse effect on the patient as result of the reported malfunction.